Manufacturer narrative:
The facility has not yet provided confirmation if the device is available for return. The manufacturing records for this lot did not reveal any issues pertaining to design, manufacturing, or quality. All lot acceptance activities have been met, and appropriate sampling and inspection was completed to ensure the devices in the lot met specifications.

Event description:
Patient presented with an m3 middle cerebral artery (mca) occlusion. Access was obtained with a competitor access catheter with purchase in the high cervical segment of the internal carotid artery (ica). A competitor guide wire was advanced until it crossed the clot in m3 mca, and the zoom 35 was advanced to the face of the clot. The m3 mca vessel size was noted to be approximately 1.5mm. One pass was performed, and upon removal of the zoom 35 clot appeared to be on the distal tip. Angiogram performed after the first pass indicated a vessel perforation in the m3 mca. The operator believes the perforation was due to patient movement during the aspiration procedure. The case was concluded and the patient was intubated to manage the bleeding. The stroke self-resolved and patient is currently doing well.